Manufacturer narrative:
The fse indicated the cause of the leak was the connector between the tubing and the obstruction detector was loose. Fse tightened the connector to resolve the issue. (B)(4).

Event description:
During service visit, the field service engineer (fse) reported the sample probe leaked on the unicel dxc 800 synchron clinical chemistry system. The leak was contained within the instrument. Fse wore a lab coat, gloves while troubleshooting. No one was injured. The customer was not aware if any erroneous results were generated. The customer confirmed they will not provide any data.